Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and verified that the device is burnt. The battery remained melted in the device and it is unable to be removed. Due to the severe burns, the device would not power on and the electronic device records were unable to be retrieved. A root cause of the reported issue is most likely due to a venting battery. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.